Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. Per the reported information, the physician applied excessive force during the removal of the device. Per the l6 IFU: "do not use excessive force/torque when using this device as this could result in damage to the device components and patient injury." The cause of the catheter interaction issue with the sheath, difficulty to remove the catheter, and catheter component damage could not be definitively determined based on the information available. The lot number of the device was not provided. Therefore, review of the device manufacturing and test documentation could not be completed. However, shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to distribution.

Event description:
A shockwave l6 peripheral intravascular lithotripsy (ivl) catheter was used during a procedure. 120 ivl pulses were delivered successfully. During removal/manipulation, the catheter seized on a guidewire and detached inside the patient's body after the catheter fractured and became lodged within the sheath, requiring excessive traction for retrieval. There was no balloon rupture or loss of pressure prior to the event, and the balloon had been fully deflated before removal. The fragment was removed by applying excessive force; the detached component's description and approximate size were not documented, and no details regarding treatment if retrieval had failed was reported. An 8f sheath was used, and the device had not tracked through any existing stents before shockwave treatment. The physician's perspective and patient demographic details were not provided. No adverse events or complications were reported for the patient.